Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power connection was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shut down without command during a procedure and would not boot up. There is no reports of patient injury or death.